Event description:
During tests for a new software release, engineers tested one (1) evc8 transducer on the aspen ultrasound system and determined that the device reached a temperature of 58 degrees centigrade when used under the following condition: 1) color doppler mode; 2) 4.0 mhz; 3) gate 2 or 3; 4) transmit depth: all; 5) pan res box 1/3, full or greater width. Under this condition, the high temperatures was reached after thirty (30) minutes of continuous use.